Event description:
It was reported that after a da vinci si hysterectomy procedure, the surgical staff reported seeing a broken cable on the pk dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Customer initially reported broken cable. However for clarification, the product problem was a frayed pitch cable. Based on this, the complaint was confirmed. Frayed pitch cable was found at distal clevis hub. Frayed segment are various in length. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.